Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was chipped away. The customer¿s blood glucose level was 117 mg/dl. The customer also reported that the piece of plastic that holds reservoir down was coming off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir stay locked in place noted.